Manufacturer narrative:
Device evaluated by MFR: a promus premier select ous mr 38 x 3.00mm stent delivery system was returned for analysis broken in 2 pieces. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated 23.5cm distal to the distal end of the strain relief and multiple kinks proximally and distally from break site. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10feb2021. It was reported that the device was unable to cross the lesion. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left circumflex artery. This 38 x 3.00 promus premier select drug eluting stent was selected, however the device was unable to pass through the lesion. The device was removed from the patient body and the procedure was completed. No patient complications were reported. However, device analysis revealed a shaft break.